Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 132871: (B)(4) items manufactured and released on 08-08-2013. Expiration date: 06-30-2018. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot.

Event description:
The patient came in due to signs of infection. The surgeon swapped the poly. The surgery was completed successfully.